Manufacturer narrative:
Initial reporter - customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional. Investigation: filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "patient received a bird's nest (bnf) filter. Patient is alleging migration of filter. Hospital and medical records have not been provided."

Manufacturer narrative:
Additional information: investigation. Device history record (DHR) review: the customer did not provide a lot number for this complaint. Due to this, cook could not complete a review of the DHR. Currently, there is no evidence that nonconforming product exists in house or in field. Device failure analysis: the complainant did not return the complaint device to cook for investigation. At this time, no visual, dimensional, or functional verifications could be completed. Cook could not conclude that the device was manufactured out of specification. Conclusion: a definitive conclusion could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. A device master record (dmr) review was performed, and device drawings, specifications, and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Due to no lot number being provided, a device history record (DHR) review could not be completed. The device's design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. The information provided upon review of the dmr, dhf, and IFU, suggest that there is no evidence the device was not manufactured to specification, or that there are nonconforming devices in house or out in the field. The complaint was confirmed based on customer testimony. Cook will continue to monitor for similar complaints. The risk analysis for the failure mode was reviewed and it was determined that no escalation actions were required. The appropriate personnel will be notified, and cook will continue to monitor for similar complaints. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.